Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause was not determined. The actions taken to resolve the issue included max/min stimulation limits were set equal to the continuous dbs amplitude.

Event description:
It was reported that the stimulation amplitude displayed on the a610 app had an unexpected value. We were in a session for the activation of adaptive dbs (adbs). Adbs was set on the right hemisphere and seemed to work as expected, while the left hemisphere was set for "sensing only." The left hemisphere had pause amplitude 2.3ma, and stimulation limits at 1ma and 3ma. In "sensing only" mode, we were expecting the stimulation to be at 2.3ma (pause amplitude), while on the clinician programmer screen with streaming we noticed that it was 1ma (lower stimulation limit). No diagnostic was performed. Verified that the left hemisphere was set as "sensing only", and that was the case. As the patient didn't perceive any difference in stimulation, we could not determine whether the stimulation actually delivered to the patient was 1ma as displayed on the programmer or 2.3ma as intended. Both stimulation limits were set to 2.3ma as the pause amplitude. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.